Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.